Manufacturer narrative:
(B)(4) this lot was manufactured (B)(6) 2015 the device was returned for evaluation. Visual inspection found no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The infusion lasted 48 hours and a lot of the drug was left in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.